Manufacturer narrative:
The reported mini magnum device was used for treatment and returned for evaluation. A relationship between the device and reported incident was established. The reported device was received in a bone lock position; however, the implant broke off and was not returned. Weld shots on the driver were inspected under magnification and were found to be acceptable. The implant was not returned therefore welds could not be inspected. White magnumwire suture was received properly captured and reeled in. The distal end loop was received broken. The mini magnum device is a single use device therefore a functional test cannot be performed in the condition received. Per information provided, the anchor snare failed to operate correctly and suture was cut after bone lock. Based on our visual inspections, customers complaint was confirmed. An exact root cause for the anchor failure and suture cut is uncertain. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: maneuvering the device inside the bone hole. Incorrect bone preparation. Or sharp edges on the implant that may have cut the suture. Maneuvering the device during or after insertion can result in a premature anchor detachment. Incorrect anchor insertion or poor bone preparation can result in a failed deployment and/ or damage to the implant and sharp edges on the implant can cut the suture. Implant was not returned therefore inspection of the implant could not be performed. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the mini magnum anchor snare failed to operate correctly and cut the suture after bone lock was established. The broken sutures were removed and the anchor was left unsupported in the patient. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.